Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification regarding an evoque procedure. On post-operative day (pod)1, the patient experienced active bleeding from the inferior vena cava (ivc), along with a retroperitoneal hematoma. In response, the ivc was stented to control the bleeding. Two days after the bleeding was identified, the patient reported flank pain, and hemoglobin levels continued to decline. The patient remained hypotensive, prompting a follow-up CT scan, which showed persistent active bleeding despite the initial stenting. A second stent was placed in an attempt to achieve hemostasis. The patient became hemodynamically unstable and required resuscitation. Unfortunately, return of spontaneous circulation (rosc) could not be achieved, and the patient passed away.

Manufacturer narrative:
Upon review of additional information received, this MDR is linked/related to MFR report number 2015691-2025-06996 on complaint number (B)(4). Due to this event being a duplicate of complaint (B)(4) with MFR report number 2015691-2025-06996, this complaint and MDR will be voided, and the other MDR will remain.